Manufacturer narrative:
Device not returned for eval; f/u conversation with physician reporting event.

Event description:
A successful kyphoplasty procedure was completed without problems or suggestion of bone cement extravasation. Bradycardia was observed when the pt was subsequently turned over. The pt lost blood pressure and a code was called. Despite several maneuvers, no pulse was regained and the pt expired. The physician does not know whether the death was related to balloon kyphoplasty. An autopsy was refused.